Manufacturer narrative:
A partial lead with the distal tip measuring 42.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that ventricular tachycardia due to signals on the far-field channel was observed. Noise was not reproducible with in-clinic isometrics and pocket manipulation. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
New information received that the patient received multiple inappropriate shocks due to noise. Loss of capture was noted at high output. The lead was explanted and replaced.